Event description:
A surgeon performed a laparoscopic lysis of adhesions on an otherwise healthy patient in 2002. A few days later the patient started to experience bloating, abdominal pain, nausea, vomiting, diarrhea and low grade fever. White blood count was slightly elevated. The surgeon diagnosed viral syndrome and treated the patient with hydration. The symptoms improved and then recurred. The surgeon felt that this was an atypical course for a viral syndrome and wondered whether the symptoms might be related to the use of intergel.